Event description:
Pt underwent surgery to remove and replace bilateral breast prosthesis. Outer membranes of implants were ruptured with gel bleeds bilaterally prior to removal. Date of report: 10/13/95.